Manufacturer narrative:
We checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel perforated, the light guide cable buckled the air/water nozzle glue missing (not fallen into the human body), the operation channel leaky, the suction channel leaky, the suction channel cut, the objective lens unit scratched and the distal body chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.